Event description:
Product packaged as female non-vented luer lock cover when they are the male non-vented luer lock cover. Both the box and the individual product package have the incorrect labeling. This occurred for all products in the lot.what was the original intended procedure?not applicable.